Manufacturer narrative:
Citation: medranda et al. Impact of left ventricular outflow tract calcium on hemodynamics and outcomes in patients after transcatheter aortic valve implantation with a contemporary self-expanding valve. Am j cardiol. 2022 jan 20;s0002-9149(21)01245-5. Doi: 10.1016/j.amjcard.2021.12.019. Earliest date of publish used for date of event and date of death. Medtronic products referenced: evolut pro, evolut pro+. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of left ventricular outflow tract (lvot) calcium on hemodynamics after transcatheter aortic valve replacement (tavr). All data were collected between january 2018 through june 2021 from a multi-center data registry in which medtronic collaborated with but was not the sponsor of. The study population included 277 patients (predominantly female, mean age 81.5 years). All patients were implanted with a medtronic evolut pro or pro+ bioprosthetic valve (unique device identifier numbers not provided). Among all patients, one in-hospital death occurred. An extreme-risk (B)(6) year-old female with severe lvot calcium underwent tavr using a 29-mm evolut pro. The implant procedure was complicated by stent frame infolding. Dilatation of the native valve with a non-medtronic balloon caused an acute aortic root rupture. Given the patient¿s advanced age and extreme risk, surgical repair was not attempted, and the patient subsequently died in the catheterization laboratory. Based on the available information medtronic product was associated with the death. Among all patients, adverse events included: acute annular rupture, moderate paravalvular leak (pvl), cardiac tamponade requiring pe ricardiocentesis as intervention, stroke, and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.